Event description:
As reported by the user facility: "the appearance of air occurs in both cases. 1- at the time of connecting the patient if we raise the tubing vertically the saline goes up in the line and there is presence of air at the end of the tubing. 2- when we connect the patient if the blood goes up in his saline lock there is an accumulation of air which is created at the end of the tubing. We do not have this problem with tubing without filters. You can reach me by phone if you want to discuss it." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.